Manufacturer narrative:
This supplemental report is being submitted to provide information from the original equipment manufacturer (OEM). The OEM received pictures of the subject device and confirmed the dilator tip broke into multiple pieces. According to the OEM, the device was manufactured in 2014 and that this product would be considered expired; the shelf life of the device is 30 months. A DHR review was performed and the OEM indicated all five dilator lots passed inspection and no abnormalities were noted. Based on similar investigations, the OEM concluded that the root cause was potentially attributed to environmentally related exposure of the device in the health care facilities which resulted in degradation and embrittlement of the dilator polymer.

Manufacturer narrative:
The referenced device was returned to the manufacturer. Two devices were received together. All of the broken dilator tip parts from both devices were mixed into a small plastic container. The distal end of the dilator broke when bending. However, a flexibility test was performed per specifications and the dilator did not break. The remainder of the dilator and the sheathing appeared to all be intact. In addition, there was a sticky residue on the sheathing and some markings on the dilator. The device packaging label appeared worn, dirty, and discolored. The cause of the reported event cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated accordingly. As a preventive measure, the device instruction manual indicates: do not use the product unless it is in the original, intact packaging. Inspect the device for any evidence of kinks, nicks, tears, or cracks that might have occurred in the delivery of the device to the sterile field. Do not use a damaged product. Do not insert this device if it has been kinked or damaged prior to use¿replace with undamaged product. Avoid contact with sharp objects as the device can be easily nicked, thereby increasing the potential for breakage.

Event description:
The manufacturer was informed that during a therapeutic cystoscopy, ureteroscopy with laser standby for a stone basket and left stent insertion, three access sheaths from the same lot broke and two broke off inside the patient. The physician was using the access sheath to access the patient¿s ureter and as soon as the physician placed the sheath into the ureteral opening, the tip of the access sheath broke off. There were multiple device fragments removed from the patient¿s kidney and bladder utilizing irrigation and a stone basket retrieval device.. A third device broke out of the box and a 4th access sheath was used to complete the intended procedure. There was no patient injury reported. The procedure took 10-15 minutes longer due to the retrieval of the device fragments this is for 2 of 3 devices.